Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09642. It was reported that a perforation occurred with subsequent pericardial effusion and tamponade. A left atrial appendage (laa) closure procedure was being performed. The right femoral vein was cannulated and the interatrial septum was crossed via the tunnel patent foramen ovale (pfo). An unspecified guide catheter and guidewire were advanced towards the mitral valve and left ventricle, which did not allow for engagement of the laa which was situated more superiorly. The left atrium (la) was determined to be quite large which "distorted" the anatomy. They re-crossed the interatrial septum in a more posterior direction, under transesophageal echocardiogram (tee) guidance. The sheath was then introduced through the septum into the la and the needle was withdrawn. A soft j-tip guidewire was positioned into the la and they attempted to cross into the left upper pulmonary vein (lupv). This was very difficult, as the ridge kept the wire into the laa. The catheter was torqued in order to position it superiorly and the lupv was cannulated with the wire. They exchanged the wire for a super stiff amplatzer wire after which the watchman® access system was inserted. The wire did not maintain position in the vein and flopped back into the la. The sheath was then inserted into the la and a 6 french pigtail was used to cannulate the laa. Some angiopraphic imagings were obtained and they were busy measuring the laa ostium, at which time the physician realized the patient became tachycardic and hypertensive. They then became aware of a pericardial effusion with right ventricular tamponade. The procedure was immediately terminated and a pericardial drain was inserted through an apical entry. The patient was extremely obese and the physician could not cross into the pericardial space via the sub-diaphragmatic route. Heparin was reversed and they managed to withdraw a total of 500ml of blood, which was re-infused to the patient and it seemed like there was no more filling up in the pericardial space. Some clots were forming in the right atrium and in the pericardial space. The physician felt this would likely seal the left atrial rupture. The patient was stable and was then transferred to the cardiac intensive care unit (cicu). The tee was repeated and found that the pericardial effusion had remained stable and minimal. However, 30 minutes later they were contacted by the ICU staff that the patient became hypertensive again. The surgeon then decided to perform emergency surgery. They found a small laceration in the posterior segment of the left atrium, which was sutured. The laa appendage was also surgically closed on this time. The patient was transferred to the cicu and was in stable condition. Upon review of the angiogram and tee, it remained unclear when and how the pericardial effusion was caused.